Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 26-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was in for routine implantable neurostimulator (ins) change and the patient was at elective replacement indicator (eri). Pre-op impedances showed short on bipolar pair 1 and 0 of left lead and did not resolve after ins change. There was no factors that may have led or contributed to the issue. They tested stimulation several times. No other surgical intervention at this time and the contact is not being used in programming. They indicated that the issue was resolved.